Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. Customer further reported she experienced confusion and was incapable of self-treating. Customer went to the ER where she was diagnosed with hypoglycemia and treated with ¿sugar" and provided pain medication. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. Therefore, no malfunction or product deficiency was identified.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. Customer further reported she experienced confusion and was incapable of self-treating. Customer went to the ER where she was diagnosed with hypoglycemia and treated with ¿sugar" and provided pain medication. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.